Event description:
The following incidents were reported upon pt's arrival for a pump refill: there were several pump stalls and recoveries in the logs; a reset occurred; a low battery message was present in the logs; and the pump went into safe state. It was stated that the pt "was tight." No further pt symptoms or details were reported. The pt had surgery on the device the day following the pump refill visit. The pump was removed and replaced. The existing catheter was left in place. The day after surgery, the pt went to the emergency room to have physician increase the daily dose of pump medication from 100 micrograms/day to 500 micrograms/day as the pt was "showing withdrawal symptoms" after having a 1600 micrograms/day dose prior to the pump stalls. No further pt symptoms were provided for this incident. Additional info was requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).